Manufacturer narrative:
(B)(4)

Event description:
Per the surgeon, it was reported that the patient experienced persistent pain at the abutment site resulting in the decision to remove the abutment. Subsequently the patient underwent a skin revision on (B)(6) 2018 during the abutment removal.

Manufacturer narrative:
Per the clinic the recipient had skin revision surgery due to skin overgrowth (date not reported). This report is submitted on july 04, 2019.